Manufacturer narrative:
H6 method: testing was conducted by the MFR to recreate the reported event. Results indicate consistency is proper marker band attachment and stable placement. Results: the MFR has increased inspection of this marker band to 100%. Microvena is verifying this inspection on a sampling basis upon receipt.

Event description:
A physician attempted to use a "goose neck snare" kit.